Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The epidermis at the pocket site became discolored and swollen, and pus was coming out from inside the pocket. Antimicrobial agents were administered. There were no additional adverse patient effects reported. The ra lead was explanted.